Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Healthcare professional later confirmed right side rupture. Device has been explanted.

Event description:
Patient reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified rupture was not observed. Additional observations of crease (flat) observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" against right device. The device remains implanted.